Manufacturer narrative:
The three inform meters were returned for investigation; no strips were returned. The meters were tested with retention strips (lot 475308), retention battery, and retention control solutions. Control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl. Meter (B)(4) results (mg/dl): level 1: 41, 43, 43 level 2: 295, 301, 295. Meter (B)(4) results (mg/dl): level 1: 42, 42, 43 level 2: 296, 293, 298. Meter (B)(4) results (mg/dl): level 1: 42, 43, 43 level 2: 295, 293, 295. All results from the returned meters were within acceptable ranges. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The patient was alleged to be hypoglycemic with tingling hands at the time of the discrepant results. This could be due to poor peripheral blood flow which can effect test results and is the most likely root cause of the event. If peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level. Additional possible root causes for the event may be traces of food on the fingers or fatty residues from skin cream products, or the strips were not stored correctly. Product labeling addresses instructions for use and system limitations.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they have had "a lot of issues" with their accu-chek inform ii meters "recently". These issues were unspecified and no dates were provided. A patient was admitted to the hospital with a diagnosis of intracranial hemorrhage on an unspecified date. On (B)(6) 2017, he was not feeling well and was complaining of tingling in his fingers and hands. A nurse obtained blood sugar results from seven capillary samples using at least three meters, and obtained two laboratory results from venous samples, over the course of approximately 3.5 hours. The same strip lot was used for all results. Refer to the attachment to this medwatch for all test results, treatments provided, and meter serial numbers. The customer did not think the meter results reflected the patient's symptoms. He had results "in the high 100's" prior to the event. The patient was treated appropriately based upon his symptoms immediately after the meter results. There was no delay in treatment. The customer stated that quality controls were completed on the meters. Additional information was requested regarding the event and the patient's current condition. The meters, strips, and controls were requested to be returned for evaluation; replacement meters were sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.